Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer had initially reported receiving "sensor ended" message on the display of the adc freestyle libre sensor. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement products, customer was unable to test and therefore experienced a medical event. Customer experienced loss of consciousness and was seen at the emergency room where a reading of 31 mg/dl was obtained on an unspecified meter and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.